Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the contact reviewed the insulin on board feature with tandem technical support, the contact was not sure why the customer's insulin duration was set for 5 hours instead of 2 hours. The contact indicated that this would be discussed with the healthcare provider. The contact did not know if the customer's blood glucose level was impacted.